Event description:
Two falsely elevated tpsa results were obtained on patients' samples. The results were reported to the physician who questioned the results. The samples were retested and negative results were obtained. Pt treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the falsely elevated tpsa results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated tpsa results was the source lamp.

Manufacturer narrative:
No further eval of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated tpsa result was the source lamp. The instrument is performing within specification.